Manufacturer narrative:
(B)(4). The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.

Event description:
It was reported that the patient presented to the hospital after receiving vibrational alert . Upon interrogation, premature battery depletion leading to eri was observed. The device was explanted. Patient was in good condition.